Event description:
The customer reported that the device freezes during operational check. They also noted error messages/status log entries related to the therapy pca. There was no patient involvement.

Manufacturer narrative:
(B)(4): the response center provided the customer with troubleshooting information. The customer subsequently reported that replacing the therapy pca resolved the issue. This was a malfunction of the therapy pca.